Event description:
The customer reported that during use of this attachment to perform reaming in a total hip surgery, the attachment broke apart and fragments fell into the surgical site. The surgeon removed two broken pieces, however, it is undetermined if any small particles remain in the surgical site. There was no known injury to the pt.

Manufacturer narrative:
Conmed linvatec received a reported problem regarding this attachment in 02/08. At this time, the info provided did not define a reportable event. Based on new info rec'd from the customer, conmed linvatec is voluntarily reporting this malfunction based on the potential for serious injury. The investigation completed in 02/08 found the output shaft broke in two pieces. An investigation into this failure mode remains in process. Conmed linvatec will continue to monitor this device for failures.